Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a break and leaking with the tubing below the "pigtail" presumed to be the bi-fused connection that attaches to the intravenous cardiac catheter line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a break (separation) and leak was confirmed. Visual inspection showed a separation at the engagement between the tubing and the outlet port of the 3-way y-connector components. Further inspection revealed insufficient solvent had been applied at the engagement. Functional testing was not performed due to the obvious damage. The root cause was insufficient solvent having been applied at the engagement of the tubing.

Manufacturer narrative:
Initial report, reportable aware date is 08/01/2017.